Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on an unknown date. The patient experienced a severe infection and sepsis. It was opined that the infection may have been connected to the internal procedures prior to use of the device. No further information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.